Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus pnk 20ga x 1.16 in prn tubing burst during use. The following information was provided by the initial reporter: on (B)(6) 2020, the ext. Tubing burst during the high-pressure injection to the patient, resulting in drug waste.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9081798. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the investigation and the description of the event, it was determined that the most likely root cause for this event is the forcing of fluid through the device during injection.

Event description:
It was reported that pegasus pnk 20ga x 1.16in prn tubing burst during use. The following information was provided by the initial reporter: on (B)(6) 2020, the ext. Tubing burst during the high-pressure injection to the patient, resulting in drug waste.